Event description:
It was reported that the articular surface would not lock into place.

Manufacturer narrative:
Evaluation of the device concluded that one side of the inner dovetail lips is compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however more information would be needed to conclusively make that determination. Dimensional analysis reveals that the device meets print specifications where measured. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.